Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant while placing the new lead, physician had deployed and redeployed in four locations in the rv septum with poor sensing and thresholds. The lead was removed out of the body and tissue was found in the helix. A new lead was implanted. There were no adverse patient events.